Event description:
It was reported that this atrial lead was not used due to perforation. A re-operation hard took place and a new lead was placed.

Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was checked visually, electrically, and mechanically. This inspection found no deviations from the technical specifications that could be related to the perforation. In addition, cuts were found in the insulation during the examination (24 cm distal of the is-1 connector pin), which are probably a result of the explantation process. The manufacturing process of this lead was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.